Manufacturer narrative:
(B)(4). Batch m55u8c. Investigation summary the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, using an ecs29a, the triple staple technique was used. The anvil was placed in the proximal end, the stapler was brought up transanally. The surgeon dialed down all the way to the bottom to the tightest 1.0 closure. She did not feel a lot of resistance, even though it was really thick. The safety was taken off and the device was fired. A crunch was heard. The safety was not put back on. The surgeon did turn the counter knob, it was placed flat on either side and fishtailed out. There was only one donut. The whole posterior side was open. They then used another device to perform an anastomosis, a leak test was done with methylene blue, and there was no leak. Case completed with this new device. There were no patient consequences reported.